Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial indwelling needle flow switch does not work this product has a snap that does not catch during use; affected quantity 2 pcs, sample not returnable, no photo provided; green claims required, no complaint reply letter, no complaint receipt letter required.

Manufacturer narrative:
Based on the DHR review, there is an outgoing inspection to inspect for product damaged, no qn being raise for the assembly needle (an) batch used to produce this complaint batch. No photo was received. No sample was received. If there was a sample received, the sample can be investigated to determine the cause of the ¿snap¿. The complaint will be re-open when there is a sample received. The complaint trend will be monitored.

Event description:
This product has a snap that does not catch during use; affected quantity 2 pcs, sample not returnable, no photo provided; green claims required, no complaint reply letter, no complaint receipt letter required.